Manufacturer narrative:
The cls implant location resulted in pocket pain and difficulty charging. An elective explant of the evoke scs system was performed at the patient¿s request. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation sites; cls migration or suboptimal placement, which may result in pain or difficulty in charging... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested explant due to pain at their closed loop stimulator (cls) implant site. The patient additionally noted that the cls implant location resulted in charging difficulty.